Event description:
It was reported that an unspecified malfunction occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a motor vehicle accident (mva) which occurred 6 days after the wearable had been inserted in the arm. The patient uses tandem tslim in modified closed loop. While driving, he had loss of consciousness (loc) and mva. He noted that leading up to the event, the estimated glucose value (egvs) had been "just fine." The patient did not recall any details whether his continuous glucose monitoring (cgm) was showing low on his pump screen, and he could not provide any details as to if there was a malfunction on his cgm. He woke up the following day in the hospital and the wearable had been removed. The reason for the call was to request a replacement since it had been removed prior to 10 days of use. The patient's glycemic state during the episode was not described. He could not recall details about medication received. He was discharged after 4 days and was okay during the report. There was no documentation of further medical evaluation or intervention. An attempt by medical safety to contact the patient by phone on (B)(6) 2025 was not successful. Data was received but does not reflect the full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H6 codes: medical device problem code - correction. H10: corrected data. H11 additional narrative/ remove h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a motor vehicle accident (mva) which occurred 6 days after the wearable had been inserted in the arm. The patient uses tandem tslim in modified closed loop. While driving, he had loss of consciousness (loc) and mva. He noted that leading up to the event, the estimated glucose value (egvs) had been "just fine." The patient did not recall any details whether his continuous glucose monitoring (cgm) was showing low on his pump screen, and he could not provide any details as to if there was a malfunction on his cgm. He woke up the following day in the hospital and the wearable had been removed. The reason for the call was to request a replacement since it had been removed prior to 10 days of use. The patient's glycemic state during the episode was not described. He could not recall details about medication received. He was discharged after 4 days and was okay during the report. There was no documentation of further medical evaluation or intervention. An attempt by medical safety to contact the patient by phone on (B)(6) 2025 was not successful. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.